Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple applications were performed with the catheters on the date of the event without any issues. The reported broken luer issue was not confirmed through data analysis. The physical product was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, during set up, the y-connector on the balloon catheter was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.